Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 03/2019). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that one year, five months, and six days post a stent placement in the proximal popliteal artery via the right leg, the subject had serious adverse event of right femoro-popliteal thrombotic occlusion which required target limb reintervention. Percutaneous transluminal angioplasty procedure, drug coated balloon catheter, bare metal stent placement, stent graft or covered stent placement and thrombolysis was performed to treat in-stent restenosis and thrombosis with initial stenosis of hundred percent. Treatment re-intervention was successful, and the outcome of the serious adverse event was resolved with zero percent final residual stenosis. It was further reported that two years and twenty-four days post a stent placement, the subject had serious adverse event of right femoro-popliteal occlusion which required target limb reintervention. Furthermore, two years and one month post a stent placement, vascular bypass surgery was performed to treat restenosis with initial stenosis of hundred percent. Treatment re-intervention was successful, and the outcome of the serious adverse event was not resolved with hundred percent final residual stenosis. Additionally, four years, five months, and twenty-nine days post a stent placement, the subject had serious adverse event of right acute limb ischemia which required target limb reintervention. Evidently, thrombolysis, percutaneous transluminal angioplasty, bare metal stent placement, aspiration thrombectomy, mechanical thrombectomy, and patch plastic of bypass anastomosis was performed to treat in-stent restenosis and thrombosis with initial stenosis of hundred percent. Treatment re-intervention was successful, and the outcome of the serious adverse event was not resolved with hundred percent final residual stenosis; however, the outcome of the serious adverse event was resolved with zero percent final access thrombosis. Reportedly, there have been no documented device deficiencies reported for this subject to date. The current status of the patient is unknown.

Event description:
It was reported through the results of a clinical trial that one year, five months, and six days post a stent placement in the proximal popliteal artery via the right leg, the subject had serious adverse event of right femoro-popliteal thrombotic occlusion which required target limb reintervention. Percutaneous transluminal angioplasty procedure, drug coated balloon catheter, bare metal stent placement, stent graft or covered stent placement and thrombolysis was performed to treat in-stent restenosis and thrombosis with initial stenosis of hundred percent. Treatment re-intervention was successful, and the outcome of the serious adverse event was resolved with zero percent final residual stenosis. It was further reported that two years and twenty-four days post a stent placement, the subject had serious adverse event of right femoro-popliteal occlusion which required target limb reintervention. Furthermore, two years and one month post a stent placement, vascular bypass surgery was performed to treat restenosis with initial stenosis of hundred percent. Treatment re-intervention was successful, and the outcome of the serious adverse event was not resolved with hundred percent final residual stenosis. Additionally, four years, five months, and twenty-nine days post a stent placement, the subject had serious adverse event of right acute limb ischemia which required target limb reintervention. Evidently, thrombolysis, percutaneous transluminal angioplasty, bare metal stent placement, aspiration thrombectomy, mechanical thrombectomy, and patch plastic of bypass anastomosis was performed to treat in-stent restenosis and thrombosis with initial stenosis of hundred percent. Treatment re-intervention was successful, and the outcome of the serious adverse event was not resolved with hundred percent final residual stenosis; however, the outcome of the serious adverse event was resolved with zero percent final access thrombosis. Reportedly, there have been no documented device deficiencies reported for this subject to date. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: manufacturing review: based on the event information provided there is no indication that a manufacturing process may have caused or contributed to the reported issue. Therefore, a DHR review is considered to be not required. Investigation summary: the stent remains implanted. No x-ray images were provided for evaluation. Based on the information available the reported restenosis could not be verified. The investigation needed to be closed with inconclusive result. Based on the evaluated information, no clear root cause for the reported event could be determined. Labeling review: relevant labeling supplied with this product was reviewed. Potential complications and adverse events which may occur during use of the device were found to be referenced in the instruction for use, e.g., restenosis, thrombosis or vessel occlusion. Correct procedure for stent placement was found addressed. H11: h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.